Manufacturer narrative:
Evaluated by MFR: a 28 x 2.75mm promus premier select stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted from their crimped position. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a kink on the midshaft at the wire port. No other issues were identified during the product analysis.

Event description:
It was reported that a stent could not cross the lesion. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 28 x 2.75 promus premier select stent was advanced, but could not pass the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage.